Event description:
It was reported that when preparing a new pump for implant the scrub tech noticed some discoloration to the left of the center refill port. It was at approximately the 7-8 o'clock position when the pump was oriented normally. The pump was not implanted.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed significant weld discoloration.